Event description:
It was reported that during a mammogram a pt allegedly felt a minor shock sensation. The site's biomedical engineer allegedly measured a +19vdc from three screws on the bucky case to system ground. It was reported that the pt allegedly rec'd three burn marks from contacting the screws.